Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device analysis: visual analysis of the returned device noted a crack is observed at the 3 mm luer lock level. Device history record summary: the release step combined with the absence of any deviation shows that no element could explain this issue: all the syringes are inspected individually after filling and no problem was detected. There was no non conformity on the different elements of the syringes (syringe, plunger, plunger rod, tip cap, finger grip). Device labeling addresses the reported event(s) as follows: method of use - posology ¿ juvéderm® volift¿ with lidocaine is to be used as supplied. Modification or use of the product outside the directions for use may adversely impact the sterility, homogeneity and performance of the product and it can therefore no longer be assured. ¿ remove tip cap by pulling it straight off the syringe as shown in fig. 1. Then firmly push the needle provided in the box (fig. 2) into the syringe, screwing it gently clockwise. Twist once more until it is fully locked and has the needle cap in the position shown in fig. 3. If the needle cap is positioned as shown in fig. 4, it is incorrectly attached. Next, remove the protective cap by holding the body of the syringe in one hand, the protective cap in the other, as shown in fig. 5, and pulling the two hands in opposite directions. Failure to comply with these precautions could cause a disengagement of the needle and/or product leakage at luer-lock level and/or increase the risk of vascular compromise.

Event description:
Healthcare professional reported patient was injected into the lips with juvéderm® volift¿ with lidocaine and "the syringe broke during injection". No patient impact. The packaged needle was used for injection.